Event description:
It was reported to boston scientific corporation that procedure to place a percuflex plus ureteral stent on a female was performed in 2008. According to the complainant, the percuflex plus stent was inserted into the patient through the sheath, over an amplatz guidewire. The stent position was validated prior to the removal of the guidewire. Resistance was felt during removal of the guidewire, but eventually removed and was found to be "unthreaded". After the removal of the guidewire, a section of the placed percuflex plus ureteral stent did not form properly in the kidney to an ideal loop and may be outside the renal pelvis. Reportedly, another procedure has been booked for the patient in order to "pull the stent down" to correct positioning. The patient's condition was reported as "stable".

Manufacturer narrative:
The device remains implanted. An evaluation cannot be performed; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A review of the device history record (DHR) was performed on the pertinent lot; no related issues were noted. A search of the complaint database for similar complaints related to the product family was conducted; no similar complaints have been recorded for this lot. The march 15-month ureteral stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend.